Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had 2 experiences of high blood glucose (bg) levels and the cause of the events were not known. The contact did not provide any further information regarding the high bg. The contact declined tandem technical support's offer to troubleshoot.